Manufacturer narrative:
It was reported that expired 0.9% sodium chloride in the evlp pack was used in clinical procedures for lungs that were transplanted into a patient. Approximately 6-12 hours prior to transplant 50ml of the 0.9% sodium chloride was used as part of a pressure monitoring function. The 0.9% sodium chloride is part of medline's custom pack/kit. The evlp pack was released for use based upon the pack expiration date. The expired saline within the released pack was discovered by one of the facility technicians noticing the expiration date at the time of use on a separate occasion. Verification of individual expiration dates of pack components was not part of the facility's quality control procedures at the time of this event. No side effects have been reported to the manufacturer for the patient that has received the lung exposed to the expired saline. No serious injury has been identified, medical intervention required and no follow up medical care was needed after the transplant. After the issue was noticed the remainder of the expired material was pulled from the facilities shelves and quarantined. No additional information is available. The sample has not been returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that expired 0.9% sodium chloride in the evlp pack was used in clinical procedures for lungs that were transplanted into a patient.